Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15478957 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Seventeen units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2013-00040, 9616099-2013-00041 and 9616099-2013-00042.

Event description:
As reported by an affiliate, during inventory inspection at (B)(6), foreign matter was found inside of the sterile pouch described as pinkish small matter in lot#: 15567476 and hair-like foreign matters was found in lot numbers 15570970 and 15621776. These lot numbers corresponds to firestar rx ptca system. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned. These lots corresponded to 2.20 x15mm (B)(4) dura star.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during inventory inspection at the (B)(4), foreign matter was found inside of the sterile pouch described as hair-like foreign matter was found inside a firestar rx sterile package. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The product was returned. (B)(4): one sterile sakura fire star, 2.50 x 15 was received inside original package and box. One foreign material (hair) was observed inside pouch. No additional damages were observed. During microscopic analysis one foreign material was observed inside pouch. The foreign material (hair) was measured and found out of specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined, however it appears to be related to the manufacturing process of the product. A risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.